Event description:
It was reported that mobi cartridge appeared to stick after replacing cartridge on pump. There was no adverse impact to the customer's blood glucose level. Customer did not take any actions to resolve issue, and technical support documented complaint, reminded customer to wait for prompt before replacing cartridge, and advised customer to contact tandem if any further issues occurred or additional help was needed.